Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-aug-2023. H6: investigation summary: it was reported the medication would not push through the needle. To aid in the investigation, one sample in an opened packaging blister and six photos were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution for functional testing. The solution expelled with a normal flow. The six photos provided show the packaging blister top web that was received. A device history record review was completed for provided material number 305106, lot 2327170. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be determined.

Event description:
It was reported while using the bd safetyglide¿ needle medication was shooting out the side of the syringe. The following was received by the initial reporter: they were injecting a patient and the medication from the syringe was shooting out the side of the syringe and would not go through the needle.

Event description:
It was reported while using the bd safetyglide¿ needle medication was shooting out the side of the syringe. The following was received by the initial reporter: they were injecting a patient and the medication from the syringe was shooting out the side of the syringe and would not go through the needle.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.